Event description:
Pt with existing nephrostomy catheters presented for a tube change 8fr. Catheter was inserted over a wire through existing tract. Catheter dislodged from main catheter. Problem repeated with 2nd catheter. Catheters were advanced over the wire with 5fr dilator. 3rd catheter advanced smoothly with no problem. All catheters were from the same lot number.